Event description:
Patient sent email via (B)(6) website stating "I had artefil injection last year and wasn't given an allergy test. I'm having major complications right now, and have lost 1/2 of one ear lobe due to an inexplicable infection and mostly silicone pellets are coming out of ear lobe. I have pathology reports coming in wednesday, (B)(6), after an extensive biopsy." After 3 attempts to obtain required information, patient responded on (B)(6) 2014, "hi there I'm just starting to feel better I have staph and I'm hoping the cipro works this is my 2nd round of inexplicable staph after the injections". Multiple additional e-mail and voicemail attempts were made up to today to obtain required information without further response. It is assumed that the pt was injected off-label with no skin test per pt. It is assumed that the injections were off-label in the ear lobe; however, no confirmation has been provided and no response as of today to obtain required information including patient status, treatment, physician, or confirmation that artefil was used.